Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for extracapsular drainage event is not serious and is considered mild event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021 date of event (onset): (B)(6) 2021 (left knee). Treatment: placement in knee immobilizer and recheck wound in two days on (B)(6) 2021 the patient had a left hybrid total knee arthroplasty to address primary osteoarthritis, end-stage. Depuy components, including depuy patella, along with depuy cement were used during this procedure. On (B)(6) 2021 patient was admitted to hospital for sepsis, which the surgeon noted that ¿they think is coming from her gallbladder¿.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.